Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
During product service by a service technician, it was found that the battery of a flo-gard infusion pump could not fully charge. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, a review of the alarm log, and battery testing were performed. During battery testing, it was found that the battery could not fully charge. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.